Event description:
It was reported that one week after a dixon procedure, an anastomosis stoma leakage was found. It is unknown if the staples malformed or if the staple line was incomplete. Antibiotics were given to the patient and after two weeks a reoperation and a transverse colo-colostomy was conducted. The patient is still in ICU but recovering well.